Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device: outside of fallopian tube/ migration of essure device location of device: in uterus,near to fallopian tubes") and cholecystitis ("cholecystitis") in a 34-year-old female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus gestational. Previously administered products included for an unreported indication: nuvaring in 2002. Concurrent conditions included overweight, diverticulosis and chronic cholecystitis. Concomitant products included esomeprazole since (B)(6) 2017 for esophageal reflux as well as bupropion, bupropion hydrochloride; naltrexone hydrochloride (contrave) from (B)(6) 2016, cyanocobalamin from (B)(6) 2009 to (B)(6) 2010, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), lisinopril, nsaids, paracetamol (acetaminophen), testosterone, topiramate (trokendi) from (B)(6) 2016 and vitamin d nos (vitamin d) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced cholecystitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (gallbladder removal and removal of the essure device by bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, cholecystitis, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, nausea, depression, anxiety, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown, the migraine and headache had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, cholecystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Current weight: 218 lbs. On (B)(6) 2010, essure confirmation- everything was good and she was protected from pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2019: plaintiff fact sheet received: events per pfs: abnormal bleeding (vaginal, menorrhagia). Concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/ migration of essure device: outside of fallopian tube/ migration of essure device location of device: in uterus,near to fallopian tubes') and cholecystitis ('cholecystitis') in a 34-year-old female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus gestational. Previously administered products included for an unreported indication: nuvaring in 2002. Concurrent conditions included overweight, diverticulosis and chronic cholecystitis. Concomitant products included esomeprazole since (B)(6)2017 for esophageal reflux as well as bupropion, bupropion hydrochloride;naltrexone hydrochloride (contrave) from (B)(6) 2016 to (B)(6)2016, cyanocobalamin from (B)(6) 2009 to (B)(6) 2010, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), lisinopril, nsaids, paracetamol (acetaminophen), testosterone, topiramate (trokendi) from (B)(6)2016 to(B)(6) 2016 and vitamin d nos (vitamin d) from (B)(6)2009 to (B)(6)l 2010. On 1(B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced cholecystitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("cramping"). The patient was treated with surgery (gallbladder removal and removal of the essure device by bilateral salpingectomy and oopherectomy). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, cholecystitis, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, nausea, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown, the migraine and headache had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, cholecystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6)-2010: results: total bilateral occlusion. Current weight: 218 lbs on (B)(6)2010, essure confirmation- everything was good and she was protected from pregnancy lot number: 653906 manufacturing date: 2009-09 expiration date: 2012-09 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/ migration of essure device: outside of fallopian tube") and cholecystitis ("cholecystitis") in a female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, diverticulosis and chronic cholecystitis. In 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cholecystitis (seriousness criterion medically significant), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent removal of the essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, cholecystitis, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, nausea, depression, anxiety and weight increased outcome was unknown and the migraine, headache and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, cholecystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Current weight: 218 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device: outside of fallopian tube/ migration of essure device location of device: in uterus,near to fallopian tubes") and cholecystitis ("cholecystitis") in an adult female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring in 2002. Concurrent conditions included overweight, diverticulosis and chronic cholecystitis. Concomitant products included bupropion hydrochloride (wellbatrin), escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), lisinopril, nsaid's, paracetamol (acetaminophen) and testosterone. On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In january 2010, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). In january 2016, the patient experienced nausea ("nausea"). In january 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cholecystitis (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of the essure device by bilateral salpingectomy and oopherectomy) and surgery (gallbladder removal). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, cholecystitis, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, nausea, depression, anxiety and weight increased outcome was unknown and the migraine, headache and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, cholecystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion current weight: 218 lbs on (B)(6) 2010, essure confirmation- everything was good and she was protected from pregnancy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event term ¿migration of device/ migration of essure device: outside of fallopian tube¿ updated to ¿migration of device/ migration of essure device: outside of fallopian tube/ migration of essure device location of device: in uterus, near to fallopian tubes¿ and pt changed from device dislocation to device expulsion. Event onset date was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/ migration of essure device: outside of fallopian tube") and cholecystitis ("cholecystitis") in a female patient who had essure (batch no. 653906) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, cyst and chronic cholecystitis. In 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cholecystitis (seriousness criterion medically significant), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent removal of the essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, cholecystitis, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, nausea, depression, anxiety and weight increased outcome was unknown and the migraine, headache and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, cholecystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Current weight: 218 lbs . Most recent follow-up information incorporated above includes: on 29-jun-2018: reporters added and updated patient demographics. Concomitant disease and laboratory data were added. Updated suspect drug indication and added lot number. Added events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, nausea, pain, psychological or psychiatric problems: depression and mental anguish, weight gain and abdominal pain. Updated events and outcome and onset dates. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/ migration of essure device: outside of fallopian tube/ migration of essure device location of device: in uterus,near to fallopian tubes / migration') and cholecystitis ('cholecystitis') in a 34-year-old female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus gestational. Previously administered products included for an unreported indication: nuvaring in 2002. Concurrent conditions included overweight, diverticulosis and chronic cholecystitis. Concomitant products included esomeprazole since (B)(6) 2017 for esophageal reflux as well as bupropion, bupropion hydrochloride;naltrexone hydrochloride (contrave) from (B)(6) 2016 to (B)(6) 2016, cyanocobalamin from (B)(6) 2009 to (B)(6) 2010, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), lisinopril, nsaids, paracetamol (acetaminophen), testosterone, topiramate (trokendi) from (B)(6) 2016 to (B)(6) 2016 and vitamin d nos (vitamin d) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced cholecystitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("cramping"). The patient was treated with surgery (gallbladder removal and removal of the essure device by bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, cholecystitis, dysmenorrhoea, dyspareunia, fatigue, nausea, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown, the pelvic pain, migraine and headache had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, cholecystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. X-ray - on (B)(6) 2010: results: device was properly in place. Current weight: 218 lbs on (B)(6) 2010, essure confirmation- everything was good and she was protected from pregnancy. Lot number: 653906 manufacturing date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/ migration of essure device: outside of fallopian tube/ migration of essure device location of device: in uterus,near to fallopian tubes / migration') and cholecystitis ('cholecystitis') in a 34-year-old female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus gestational. Previously administered products included for an unreported indication: nuvaring in 2002. Concurrent conditions included overweight, diverticulosis and chronic cholecystitis. Concomitant products included esomeprazole since (B)(6) 2017 for esophageal reflux as well as bupropion, bupropion hydrochloride;naltrexone hydrochloride (contrave) from (B)(6) 2016 to (B)(6) 2016, cyanocobalamin from (B)(6) 2009 to (B)(6) 2010, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), lisinopril, nsaids, paracetamol (acetaminophen), testosterone, topiramate (trokendi) from (B)(6) 2016 to (B)(6) 2016 and vitamin d nos (vitamin d) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced cholecystitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("cramping"). The patient was treated with surgery (gallbladder removal and removal of the essure device by bilateral salpingectomy and oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, cholecystitis, dysmenorrhoea, dyspareunia, fatigue, nausea, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown, the pelvic pain, migraine and headache had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, cholecystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. X-ray - on (B)(6) 2010: results: device was properly in place. Current weight: 218 lbs on (B)(6) 2010, essure confirmation- everything was good and she was protected from pregnancy lot number: 653906, manufacturing date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : event outcome for pelvic pain updated to recovered resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/ migration of essure device: outside of fallopian tube/ migration of essure device location of device: in uterus, near to fallopian tubes') and cholecystitis ('cholecystitis') in a 34-year-old female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus gestational. Previously administered products included for an unreported indication: nuvaring in 2002. Concurrent conditions included overweight, diverticulosis and chronic cholecystitis. Concomitant products included esomeprazole since (B)(6) 2017 for esophageal reflux as well as bupropion, bupropion hydrochloride;naltrexone hydrochloride (contrave) from (B)(6) 2016 to (B)(6) 2016, cyanocobalamin from (B)(6) 2009 to (B)(6) 2010, escitalopram oxalate (lexapro), fluoxetine hydrochloride (prozac), lisinopril, nsaids, paracetamol (acetaminophen), testosterone, topiramate (trokendi) from (B)(6) 2016 to (B)(6) 2016 and vitamin d nos (vitamin d) from (B)(6) 2009 to (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced cholecystitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("cramping"). The patient was treated with surgery (gallbladder removal and removal of the essure device by bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, cholecystitis, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, nausea, depression, anxiety, weight increased, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown, the migraine and headache had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, cholecystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Current weight: 218 lbs. On (B)(6) 2010, essure confirmation- everything was good and she was protected from pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event: cramping. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and cholecystitis ("cholecystitis"). The patient was treated with surgery (underwent removal of the essure device by bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain and cholecystitis outcome was unknown. The reporter considered cholecystitis, device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.